Event description:
The customer stated that when he disables the enzymatic creatinine assay on the alinity c processing module, software version 3.5.1, due to quality control (qc) not passing, the module still performs testing on patient samples when it should not. The customer provided an example of a patient sample, sid (B)(6), in which enzymatic creatinine testing was performed and the result was sent to the lis even though the assay was disabled. No specific patient data was provided. An error with alinity c software version 3.5.1 is suspected by the customer. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, ticket trending review, and labeling review. Return testing was not completed as returns were not available. The system logs and database were not provided. Review of the available historical data did not provide any additional information to aid in the investigation into the issue. Ticket trending review did not identify any trends. A review of the most recent software product monitoring review did not identify any issues or trends. Review of the alinity ci-series operations manual provides adequate instructions how to disable all or enable all reagents cartridges and provides an adequate overview of the reagents and supplies override options. Based on the available information, no systemic issue or deficiency was identified for the alinity system software v3.5.1 operating on the alinity c processing module, sn (B)(6).

Event description:
The customer stated that when he disables the enzymatic creatinine assay on the alinity c processing module, software version 3.5.1, due to quality control (qc) not passing, the module still performs testing on patient samples when it should not. The customer provided an example of a patient sample, sid (B)(6), in which enzymatic creatinine testing was performed and the result was sent to the lis even though the assay was disabled. No specific patient data was provided. An error with alinity c software version 3.5.1 is suspected by the customer. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.